Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had telemetry failure. The programmer head was returned for service and a test and calibration procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of telemetry failure and further noted that the cable was damaged, and it was therefore replaced to resolve all. The device then passed all functional and systems tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.